Manufacturer narrative:
The customer¿s complaint that the blood tubing set separated could not be confirmed because the product was discarded for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the blood tubing set separated at the silicone segment.